Manufacturer narrative:
A device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).

Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The option-lok male adapters were connected to the clave ports of the extension sets and were being used to deliver unspecified solutions. After unspecified lengths of time in use, the option-lok male adapters disconnected from the clave ports. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.